Manufacturer narrative:
During maintenance, the autopulse platform did not respond to the 'start' button. The reported issue was not confirmed during initial functional testing. The platform powered on without any issue. Upon visual inspection, observed crack in the top cover, unrelated to the reported issue. The top cover was replaced to remedy the damage. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Unrelated to the reported issue, the platform failed the initial functional test with user advisory (ua) 16 (timeout moving to take-up position) error message. No brake activation was observed while powering on the platform. It was noticed that the drive train motor got corroded at the brake housing area. The brake assembly was seized from corrosion and this will contribute to the brake activation problem. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). This type of corrosive damage is indicative of infrequent daily checks or usage of the autopulse platform. After removing the corrosion, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) yearly maintenance was performed at the customer site. During routine service, the technician noted that platform is not responding to the 'start' button.